Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom could not be reproduced. The device was performance tested for (B)(4) hours with no keypad output response anomalies apparent during evaluation. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. The device was determined to be operating within specification in relation to the reported symptom. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that the "ok" key on a pump keypad acts like the scroll down soft key directly above it. The customer stated that an infusion could not be programmed because a care area selection could not be made, as the menu would continue to scroll down when the "ok" key was pressed. It was also reported that there was no patient injury.